Event description:
It was reported that the "mrx monitor having issue". Further information was provided that there was an issue with the co2 monitoring function. There was reportedly no patient involvement.